Event description:
It was reported that an alert was received regarding extended charge time. Capacitor maintenance was performed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The anomaly reported in the field was confirmed in the laboratory. Analysis found an anomalous component in the hybrid subassembly as the cause.